Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and he could not confirm the reported issue and no malfunction could be detected. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Further information in order to better clarify the event and which pump reportedly malfunctioned has been requested. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a cardioplegia pump and an arterial/venous pump were linked together. During procedure the pump was unresponsive and the screen shown yellow warnings with no audible alarm. Also the tubing size reading was missing from the display. Which is the pump with the malfunction is unknown. There was no report of patient injury.